Manufacturer narrative:
(B)(4). Baxter medical assessment: the lack of fusion and progression of postoperative symptoms is the result of multiple factors, but due to the described implant failure, we cannot exclude that the bone substitute has caused or contributed to the non-fusion of the spinal instrumentation. The reported serious adverse event is possibly related to the use of inductigraft. Additional information was received from the clinical study team lead. This information changed the conclusions of the causality determination of the previous medical assessment from not related, to possibly related to the use of inductigraft. Baxter apatech completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed for the reported lot and it was determined all released product met specifications and no deviations or non-conformities were reported during the manufacturing and packing process of the batch, which were deemed to affect or result in the reported event. No trend was identified. Per apatech, further investigation could not be performed as no sample was available. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Event description:
Please know that inductigraft is not registered in the u.s. It has similar composition to actifuse bone graft substitute ((B)(4)). The following is a report from (B)(4) clinical study to evaluate the performance of inductigraft. Protocol#: (B)(4); patient height: 186 cm; site reported ae-term: new lumbosciatica; action taken: hospitalized rehabilitation; onset of first signs/symptoms of ae: (B)(6) 2014 at 8:00 am; admission date: (B)(6) 2013; discharge date: (B)(6) 2013; date of operation: (B)(6) 2012; trial device expiry date: 31-jan-2014. Event description: patient initially had less pain / pain reduction after operation and got more pain with force reduction of the l4/5. The pain persisted until hospitalized rehabilitation in (B)(6) 2013 and reduced spontaneously. Causality assessment: not related to device or procedure. Site reported seriousness criteria: involved or prolonged hospitalization. Site reported severity: moderate patient outcome: resolved with residual signs or symptoms on (B)(6) 2013. Additional information received on (B)(4) 2014: (B)(6). Site reported ae-term: loosening of pedicle screw, non-union. Action taken: revision surgery, exchange of spondylodesis (pedicle screws) and prolonged fixation of the lower adjacent level l5s1 and spinal canal decompression. Onset of first signs/symptoms of ae: (B)(6) 2014 at 8:00 am. Admission date: (B)(6) 2014; discharge date: approx (B)(6) 2014; date of operation: (B)(6) 2012; trial device expiry date: 30-jan-2014. Time elapsed between operation and onset of first signs/symptoms of ae: 3 days. Event description: patient getting more and more pain, spinal canal stenosis in the lower adjacent level and pedicle screw loosening. Causality assessment: definitely related to device and procedure. Site reported seriousness criteria: involved or prolonged hospitalization. Site reported severity: severe. Patient outcome: resolved on (B)(6) 2014.